Event description:
During dialysis the patient's ventilator alarmed and when the dialysis nurse responded, she found the venous line disconnected from the french berkenstein subclavian catheter. Patient expired. Sample is currently at the medical examiner's office, but has been requested to be returned for evaluation. Hosp has not provided additional information on the catheter make and model.